Event description:
I ended up swallowing and now I have a bristle stuck in my throat[foreign body in throat] in desperation I ended up swallowing [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a 55-year-old female patient who received haleon toothbrush (sensodyne multiprotection toothbrush) toothbrush (batch number 040822366, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On (B)(6) 2023, the patient started sensodyne multiprotection toothbrush. On (B)(6) 2023, 3 days after starting sensodyne multiprotection toothbrush, the patient experienced foreign body in throat (serious criteria haleon medically significant). On an unknown date, the patient experienced accidental device ingestion (serious criteria haleon medically significant) and product complaint. The action taken with sensodyne multiprotection toothbrush was unknown. On an unknown date, the outcome of the foreign body in throat, accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat and accidental device ingestion to be related to sensodyne multiprotection toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from the consumer via call center representative (email) on (B)(6) 2023. Reporter stated that "I bought on (B)(6) 2023 in the wholesale store a toothbrush I started using it the same day on (B)(6) 2023 at night I was brushing my teeth and the bristles on the brush started to loosen, imagine the awful situation. In desperation I ended up swallowing and now I have a bristle stuck in my throat how could something like that happened. I am disappointed with the product." Follow up details: follow up information was received from the consumer via call center representative (email) on (B)(6) 2023. Reporter stated that "the product stop date was reported as (B)(6) 2023, treated by hcp was reported as no." Follow up details: follow up information was received from the consumer via call center representative (email) on (B)(6) 2023. Reporter stated that "the age was reported as 55 years. The suspect sensodyne multiprotection toothbrush was used as per dentist recommendation. The batch/lot number was reported as 040822366" the initial and follow up 1 and follow up 2 were processed together. The following follow up information was received on (B)(6) 2023 from qa department regarding complaint (B)(4) for lot number 040822366. Pqc evaluation: no defect sample for confirmation and investigation. According to the defect sample picture and the complaint description, the bristles fell out might be caused by the anchor wire is tufted into the hole in slant condition, so the bristles cannot be fixed effectively and the bristles of this tuft are easily falling out when certain force is applied. After check the production records and inspection records of 040822366 products, no abnormality is found, so the defect can be primarily classified as occasional in production process. After jointly analysis with technicians from the workshop, the root cause is as below: the tufting nozzle is slightly worn out in production process, thus the part that contacts with the anchor wire is not parallel as usual, and in the high speed running of the tufting machine, the anchor wire is occasionally inserted into the tufting hole in slant condition. For the anchor in the tufting hole is tufted in slant condition, thus the bristles cannot be fixed effectively and the bristles of this tuft are easily falling out when certain force is applied. CAPA: the spot check sop of tufting machine has been revised on (B)(6) 2022, clarify and refine the spot check method for nozzles and the criteria for determining wear and replacement, so as to avoid similar situations of missed anchor wire due to nozzle wear. Responsible: g006 implement on (B)(6) 2022. The investigation report concluded the complaint as an substantiated. The pqc number was reported as (B)(4). Event onset date of accidental device ingestion was captured as (B)(6) 2023.

Manufacturer narrative:
Argus case ID: (B)(4).